Event description:
Pt was under general anesthesia for hysteroscopy with resection of uterine polyp. The surgeon and surgical technician could not make the wolfe hysteroscopy instrument with resectoscope function correctly. Another brand of instrument was then obtained to complete the procedure. May be related to user discomfort with use of device.